Event description:
According to the reporter, prior to use, the handle was off. When the nurse was to take it out and put it to the four-bay charger, a battery error displayed on the handle and an error too on the charger minutes later. The battery charger was blinking green at first, but then the light turned red after. A different charger was used but the results were the same. No patient was involved. Medtronic's initial evaluation of the incident found that one of the battery cells was found to be vented. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. It was reported that a battery error displayed on the handle and an error too on the charger minutes later. The reported issue was confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition not related to the reported condition of housing damage. Visual inspection noted damage to the handle housing above the handle display screen. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.